Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, which led to diabetic ketoacidosis. The blood glucose reading was about 400 mg/dl. The customer stated that he constantly had blood glucose readings of about 300 mg/dl, treating with manual injections. He thought that the bolus wizard was not calculating enough insulin. He stated he felt lethargic but otherwise felt fine. He began vomiting a lot leading up to the event after having had high blood glucose for 24 hours. He was treated with an insulin drip, a manual injection of 10 units of insulin, and his blood glucose reading lowered to a little over 200 mg/dl. Upon troubleshooting, the customer observed a small bubble in the infusion set tubing. Insulin exited the tubing during manual prime. He reported that the last bolus should have been higher. The insulin pump passed troubleshooting and worked as designed. He requested its replacement and did not feel comfortable using it. Nothing further reported.